Event description:
A mayfield skull clamp was used for a craniotomy and was reported to have a problem following completion of the procedure. The unit slipped upon removal, which caused a laceration on the right side of the pt's head. Suturing was required to close the wound. No stereotactic device was used during this procedure. The type of skull pins used was unk.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.